Manufacturer narrative:
The covidien technical support engineer (tse) troubleshot the issue with the customer over the telephone. The customer was not able to duplicate the alleged malfunction. The tse recommended replacing the proportional solenoid valve assembly (psol) as a precautionary measure. (B)(4).

Event description:
It was reported by a customer in the USA that, during patient use, the 840 ventilator stopped cycling. The patient was transferred to another ventilator. There was no reported patient injury.